Event description:
It was reported that the patient experiencing exit black and syncope episode presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture. During lead revision, fluoroscopy was performed and revealed no anomalies. The lead was repositioned successfully. The patient was in stable condition post operation.